Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 100 mg/dl and the sensor glucose was 68 mg/dl at the time of the incident. The current sensor glucose was 52 mg/dl and current blood glucose was 92 mg/dl. Customer reported that, the suspend lasted longer than 2 hours. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to sensor glucose values. The customer continued with low suspend troubleshooting. Customer also reported blood at site issue. Customer was not able to troubleshoot for bent because she is unsure and declined troubleshooting for high and low blood glucose. Customer also got calibration not accepted error. Customer did not receive a change sensor alert after a calibration not accepted. Customer has not uploaded pump to care link personal since suspend event. The device will not be returned for analysis.